Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per vad coordinator the patient has had a driveline infection for more than one year. The patient had several oral and intravenous antibiotics following with infectious disease. The date of admission was (B)(6) 2020. The device operated as expected. It was reported that the patient had kai, redness and drainage. The patient was treated with antibiotics and vad exchange for the driveline infection. The pump will be returned for evaluation.

Event description:
It was reported that the patient had pain, redness and drainage.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. (B)(6), was returned with the driveline severed approximately 1.5¿ from the pump housing, and a distal segment measuring approximately 5¿ was returned. The inflow conduit (inlet extension, inlet elbow and flex section) were not returned. The sealed outflow graft and outflow graft bend relief were not returned. The outlet elbow was returned attached to the outlet port. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor and blood-contacting surfaces did not reveal any anomalies. The pump¿s bearings, rotor and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from the testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for vad-59390 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2015. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had chronic driveline infection for about a year that required a pump exchange. The estimated date of onset of the infection is (B)(6) 2019. The patient had several oral and intravenous antibiotics following with infectious disease consult. The patient was then admitted on (B)(6) 2020, with pain, redness, and drainage and a pump exchange was performed on (B)(6) 2020. It was reported the device operated as expected.